Event description:
The customer reported to olympus, e212 errors came up on the video processor after the doctor takes a picture. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the video connector socket does not secure the scope video cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported issue of e212 errors was confirmed due to a printed circuit board failure. The device inspection/ evaluation also found corrosion of the top cover, rear panel chassis, front panel, and the power switch, and there was an accumulation of dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that due to failure of the lock of the video socket connector, video connector of the scope cannot be fixed normally. Olympus will continue to monitor field performance for this device.